Event description:
It was reported by service report that both side rails bumpers were damaged and there were exposed sharp edges. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Bumper channel.